Event description:
An optometrist reported a bilateral case of delayed healing, observed at day six post photo refractive keratectomy (prk) treatment. Reporter indicated the bandage contact lens was removed and noted 'epithelium still open'. Reporter noted the patient had not been using artificial tears at all and had discontinued all post operative medication without instruction to do so. According to reporter, new bandage contact lens were replaced in both eyes, patient was educated on post operative protocol, and prescribed a restart steroid and antibiotic eye drop dosage. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).